Event description:
Customer reported a malfunction with their pump, which caused their blood glucose level to exceed normal limits. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. The customer addressed the high blood glucose level by administering a correction injection via multiple daily injections (mdi) and did not require third-party assistance. Reportedly, customer reverted to manual injections for insulin therapy.